Manufacturer narrative:
For 1 event, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 event, sample tube volume was not according to specifications. Sample liquid level detection function was affected. The investigation could not identify a product problem. The specific cause of the event could not be determined. For 1 event, the lid on the sample probe was detached. The follow up action for 1 event was that a new probe was fitted on the analyzer and the liquid level detection voltage was set. The sample probe lid was re-fitted. The mixer paddle was replaced and adjusted. Performance testing was ok. Controls were tested and these were ok. The follow up action for 1 event was that the liquid level detection printed circuit board and probe were replaced. There was no follow up action for 1 event. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Low results were generated by the cobas e 411 immunoassay disk analyzer the events involved a total of 3 patients with the following: 1 patient with questionable results for estradiol g3, 1 patient with questionable results for elecsys hcg + beta test system, 1 patient with questionable results for elecsys ca 15-3 ii assay. The patients' ages ranged from 28 - 35 years. 1 patient had a weight of (B)(6). There were 2 females.